Event description:
It was further reported that the programmer has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up to an error. Power to the programmer was cycled and the error repeated. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of an error at boot-up of the device; the software was reconfigured and reloaded. The case of the device was broken near the handle; upper and lower cases were replaced. The stylus was missing, so it was replaced and calibrated. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure. The device passed final functional and system tests. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.